Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue points deviated from the instruction manual. There was no physical damage to the foreign material detection points. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The subject events can be detected and prevented by implementing in accordance with the following IFU. Instructions for gif/cf/pcf-190 series operation manual chapter 3, ¿preparation and inspection¿ instructions for gif/cf/pcf-190 series reprocessing manual chapter 5, ¿reprocessing the endoscope¿ olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that the flex video scope plastic distal end cover, jet tube, air/ water cylinder, air/water tube and connecting tube had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.